Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer's blood glucose level was 308 mg/dl. Customer changed out their set and a short while later they received a no delivery alarm. Troubleshooting for the no delivery alarm was performed. Customer advised they are using manual injection to treat their blood glucose levels. Customer was advised to change out the complete set and reservoir. Customer advised the no delivery alarm occurred during manual prime. Customer advised that one of their sets had blood at the site and the other set looks slight red like an infection. Customer advised they would like to return 2 infusion sets and 3 reservoirs for analysis.